Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited chronic noise through merlin.net transmission. During normal device change-out procedure on (B)(6) 2019, insulation breach was noted on the rv lead. The insulation was cracked and peeling, and the coil was exposed at the insulation break. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient¿s condition was satisfactory before, during, and after the procedure.